Event description:
Before trach tube change, balloon was inflated to check for leaks or possible problems with 3.0 neo bivona custom trach. Routine trach tube change was performed by father of baby. Patient only had one trach tube change before so this was a brand new unused trach at the bedside. After trach change the cuff was inflated. Water began leaking from the connection at the cuff and trach tube(not balloon). Patient remained stable. A new trach was obtained, checked and another trach tube change was performed to remove the damaged trach tube. Patient and family handled everything very well.